Event description:
The device was used during a laparoscopic hernia repair. When stapling the mesh during the case the device jammed and was rendered useless. Another device was opened to complete the case. There was no consequence to the pt.